Event description:
It was reported that the burr became stuck on the wire. A 1.50mm rotapro and rotawire were selected for use. During procedure, the rotation and maximum speed were both at 180,000 rpm. However, it was noted that the burr got stuck on the wire during removal. The burr and wire were removed together as a unit from the patient. The procedure was completed using the original devices. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
The device was returned for analysis. A visual examination of the device identified that the body of the guidewire was kinked. Based on the product investigation, the reported event of stuck can be confirmed due to the multiple kinks observed on the body of the guidewire.

Event description:
It was reported that the burr became stuck on the wire. A 1.50mm rotapro and rotawire were selected for use. During procedure, the rotation and maximum speed were both at 180,000 rpm. However, it was noted that the burr got stuck on the wire during removal. The burr and wire were removed together as a unit from the patient. The procedure was completed using the original devices. No complications were reported and the patient was in good condition after the procedure.